Event description:
Surgeon reported the intraocular lens (iol) had an unusual color and aspect to it. He states his patient complains of, "halos with particular shape." Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis; therefore, the complaint could not be confirmed. Results from the product history record review indicated the product met release criteria. No similar complaints in the lot